Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion issue event on (B)(6) 2026. The patient reported that infusion set cannula was bent, the blood glucose level was 530 mg/dl, the patient experienced headache, distress, lethargy, urinary frequency / polyuria and had elevated diabetic ketoacidosis and treated with multiple daily injections no further information available.